Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the wake button was not working. Customer pressed, the wake button multiple times and the wake button performed as intended. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.